Manufacturer narrative:
The date device returned to manufacturer was entered as december 06, 2017. This date has been corrected to december 01, 2017.

Manufacturer narrative:
Reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device reverse locking mechanism/trigger were blocked, and the motor power was too low. It was further determined that the device failed pretest for check reverse locking mechanism, check function of soft mode switch (safety system) and check the power with test bench: minimum 110 to 160 watts this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.